Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was unknown if the patient was hospitalized prior to the death. It was not reported if an autopsy was performed or if physioneal therapy was ongoing until the time of death. Additional information was requested but is not available at this time.